Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) exhibited slow cooling to the specific target temperature during the patient treatment. Another thermogard console was used to continue the treatment. No consequences or impact to patient.